Manufacturer narrative:
Corrected data: in follow-up #1 information was provided for section d3 product manufacturer as piramal pharma ltd. However, the information should have reflected johnson & johnson surgical vision, inc. The correct information for section d3 is as follows: section d3: manufacturer: establishment name: johnson & johnson surgical vision, inc. Country: united states of america. Address: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon review it observed section g8 manufacturer report number in the initial MDR, an incorrect manufacturer report number was inadvertently provided. The correct manufacturer report number begins with 2020664. Additionally, the manufacturing site address in section d3, and contact site address in g1 in the initial MDR were incorrect for the reported product. Section d3: the correct manufacturing site address is now provided. Piramal pharma limited. Plot 67-70, sector 11 dist. Dhar madhya pradesh, 454475 india section g1:the correct contact site address is now provided. Johnson & johnson surgical vision, inc. 1700 e st andrew place santa ana california 92705 additional information: section d9. Device available for evaluation? Yes returned to manufacturer: yes date returned to manufacturer: july 30, 2021 section h3. Device evaluated by manufacturer? Yes device evaluation: product testing for neutralization and dissolution time & ph was conducted on the returned and retain samples, all the tested items met product specification. No product deficiency was confirmed. Therefore, the reported issue could not be verified and product quality deficiency could not be determined. Analysis of retain & returned sample performed and the results were found within the specification limits and no abnormality observed. Hence, it can be concluded that, the complaint is not generated due to any quality issue / operational issue in the complaint batch. Manufacturing records review: manufacturing & packing records record of complaint batch were reviewed and no abnormal observation noted that can lead to such complaint. Conclusion: based on the manufacturing record review, product evaluation and historical complaint review, there is no indication of a malfunction or product quality deficiency. The reported event is not confirmed, and no escalation is required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Date of birth, weight, ethnicity: unknown/not provided. Date of event: exact date was not provided, (B)(6), 2021 is provided as a best estimate. Lot number: unknown/not provided. Expiration date: unknown/not provided. Unique identifier (UDI) number: unknown/not provided. Telephone number: (B)(6). Device manufacturing date: unknown/not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
On (B)(6), 2021, the consumer complained that she started to use consept 1-step from the beginning of (B)(6) 2021 through the middle of (B)(6) 2021, and experienced red eyes after wearing her contact lenses. The product was used as instructed per the directions for use (dfu). She visited an eye clinic and the ophthalmologist told her the cause was unknown. She did not mention using consept 1-step. Prescription eye drops were used for about 4-5 days and eyes recovered. However, after applying contacts again, she again experienced red eyes. This reportedly occurred three times. When a new pair of lenses were used directly from the blister pack, there was no problem. This report captures the event for the tablets. A separate report is being submitted for the solution.